Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) is underway. The reported problem was confirmed. The cause of the pt getting red x's on all four of the ECG electrode icons on the touchscreen display, and the alarms every 15 minutes, was an intermittent driven ground circuit. When the monitor's plastic enclosure is flexed the driven ground signal becomes intermittent. The root cause of the intermittent driven ground signal is still under investigation. Will submit a supplemental report when the failure analysis is complete. No adverse event resulted from the intermittent driven ground circuit. The pt received a replacement monitor.

Event description:
The wife of a (B) (6) male pt contacted zoll lifecor customer support service to report that the pt was getting red x's on all of the ECG electrodes on the monitor display. The pt was provided with a replacement monitor.